Manufacturer narrative:
No samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
No additional information mat#:(B)(4) lot#: regn2117 verbatim rcc received complaint via email. Email(s) attached. Giant eagle is getting reports from 8 pharmacy stores and several of their clinical coordinators that they are seeing faulty bd safety glide 35gx1" needles. They are all from lot regn2117 with an expiration date of 12/31/2026. The issue being reported is that the needles appear to be clogged and will not allow the plunger to depress and administer the vaccine. The locations have confirmed that it is the needle since when they remove the needle from the pfs and put on one from a different lot everything works fine. This is the second year they are seeing this issue pop up during flu season. The patient has to be stuck twice. Pharmacist is having issue administering the vaccine to the patient. This issue happened to the customer last year as well, but with a different lot number. Bd pr (B)(4).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide needles are clogged/blocked. The following information was provided by the initial reporter: "giant eagle is getting reports from 8 pharmacy stores and several of their clinical coordinators that they are seeing faulty bd safety glide needles. The issue being reported is that the needles appear to be clogged and will not allow the plunger to depress and administer the vaccine. The locations have confirmed that it is the needle since when they remove the needle from the pfs and put on one from a different lot everything works fine. This is the second year they are seeing this issue pop up during flu season. The patient has to be stuck twice. Pharmacist is having issue administering the vaccine to the patient. This issue happened to the customer last year as well, but with a different lot number."